Event description:
Pt admitted 8/16/95, history of high risk asthma with acute exacerbation of symptoms. Necessitating intubation. Ventilation support provided and permissive hypercapnia applied. Tubing became disconnected from ventilator and alarm was not inmmediately audible over ambient noise of micu. Pt was resuscitated and sustained anoxic brain unjury.